Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas). Blood sugar level increased: 12 to 28 [blood glucose increased]. Injector novopen 4 - insulin does not go out through needle [device failure]. Case description: this serious spontaneous case from (B)(6) was reported by a consumer as "blood sugar level increased: 12 to 28" with an unspecified onset date, "injector novopen 4 - insulin does not go out through needle" with an unspecified onset date, and concerned a (B)(6) year-old female patient who was treated with novopen 4 (insulin delivery device) from unknown start date due to "type 2 diabetes mellitus". Patient was treated with a non-novo nordisk insulin (manufacturer: biokon) from unknown start date due to "type 2 diabetes mellitus". (B)(6); patient's bmi: 38.667. Medical history included type 2 diabetes mellitus for 7 years and varicose vein disease. Concomitant products included - siofor (metformin hydrochloride) and non-codable-inuleks (artichoke) patient complained on injector novopen 4 - insulin did not go out through needle. Blood sugar level increased from 12 to 28 (unit: not reported). Insulin in cartridge was used with novopen 4. Needle (unspecified) was used for several (5-6) injections. The patient did not perform test for insulin delivery before injections. Action taken to novopen 4 was not reported. Action taken to insulin was not reported. The outcome for the event "blood sugar level increased: 12 to 28" was not reported. The outcome for the event "injector novopen 4 - insulin does not go out through needle" was not reported.

Event description:
(Related symptoms if any separated by commas): blood sugar level increased: 12 to 28 (mmol/l) [blood glucose increased]. Injector novopen 4 - insulin does not go out through needle [device failure]. Piston rod does not work [device issue]. This serious spontaneous case from uzbekistan was reported by a consumer as "blood sugar level increased: 12 to 28 (mmol/l)" beginning on middle of (B)(6) 2017, "injector novopen 4 - insulin does not go out through needle" with an unspecified onset date, "piston rod does not work" with an unspecified onset date, and concerned a 47-year-old female patient who was treated with novopen 4 (insulin delivery device) from unknown start date due to "type 2 diabetes mellitus". Concomitant products included - siofor (metformin hydrochloride), insulin (manufacturer: biokon) and non-codable-inuleks (artichoke) in the middle of (B)(6) 2017 the blood sugar level increased from 12 to 28 (mmol/l). The patient did not perform test for insulin delivery before injections. It was reported that the patient notes that piston rod does not work. The patient visited her doctor; she was consulted and recommendations were given. Product was discontinued and treatment was changed to lantus plus tablets (not specified) further. Patient was the operator of the device. The patient has not been trained. On (B)(6) 2018 blood sugar was decreased to 11 mmol/l (exact date in not available) and patient had recovered. The patient will not provide the sample. Action taken to novopen 4 was product discontinued. On (B)(6) 2018, the outcome for the event "blood sugar level increased: 12 to 28 (mmol/l)" was recovered. The outcome for the event "injector novopen 4 - insulin does not go out through needle" was not reported. The outcome for the event "piston rod does not work" was not reported. Investigation results: name: novopen 4 - batch cug2513, the product was not returned for examination. The complaint has been registered in the novo nordisk complaint handling system. Since last submission the case has been updated with the following information: narrative updated. Date of event added. Relevant tests/laboratory data updated. Events updated. Concomitant medical products updated. Investigation result updated. Manufacturer comment updated. Manufacturer's comments/company comment: 12-mar-2018: as the device novopen 4 has not been returned to novo nordisk a/s for investigation and very limited information regarding the handling of suspected device is available, it is not possible to identify a clear root-cause of the experienced adverse event and thus find similar incidents to the one reported in argus case (B)(4). Evaluation summary: name: pending proposed trade name, batch number: cug2513 inv-0388862:. The product was not returned for examination. The complaint has been registered in the novo nordisk complaint handling system.